Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid via an implanted pump. The indication for pump use was spinal pain. On 12-jul-2016 it was reported that the patient's pump was flipped in her lower back and had to be moved to her stomach/abdomen a year or two ago (end of 2014 to 2015). Additional information was received on 15-jul-2016 from an hcp (healthcare professional) and it was reported that the cause of the pump flip was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.